Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had 240 driveline faults. The patient was unaware the faults were happening. Following review of the submitted log files, it appeared the driveline faults were constant throughout the log. The patient had previously exchanged their system controller in (B)(6) 2024, which did not resolve the driveline fault events (MFR: 2916596-2024-01466). It appeared that the driveline data from (B)(6)2024 showed only phase 1 was affected (yellow wire). The current driveline data showed a degradation of a wire in phase 3 (orange wire). The patient exchanged their system controller on (B)(6) 2024 and experienced no symptoms. The patient had 8 pump stops and stated that they were "sitting there and it would just shut off". It was unclear to the provider whether the pump or the alarm would turn off. The log files captured constant driveline faults along with pump stops on (B)(6) 2024 at 1819 and 1824. The first pump stop occurred while the patient was on battery power and the second pump stop occurred while the patient was on the mobile power unit (mpu). It appeared the patient had a phase to phase short. Tech services replaced the entire external portion of the driveline. Once replaced, the new lead was plugged into the pump and it did not restart. The pump restarted when the old lead was plugged in. Tech services stated that it appeared the yellow wire was broken on the internal portion of the driveline. The orange wire appeared to have degraded as well but still showed functionality per the log file review. The patient was given dobutamine prior to the pump off period and the driveline repair was completed with no patient consequences. The driveline fault events returned following the repair. The percutaneous lead would be returned for evaluation.

Manufacturer narrative:
Section b5 - updated no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The driveline fault events returned following the repair, however there were no low speed or pump stop events noted in the log file following repair. There were no changes in the driveline wire values for the driveline fault.

Event description:
Additional log files were submitted for review which captured constant driveline faults events were captured throughout the log file due to an internal broken driveline wire. There were no further low speed or pump stop events in the log file. It appeared that the patient was using the mobile power unit instead of the power module, which tech services recommended against since there was no damage identified in the returned percutaneous lead.

Manufacturer narrative:
Section b5 - updated. Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline fault alarm as well as pump stop events; however, evaluation of the returned portion of the driveline from (B)(6) did not find damage that could have contributed to the events observed within the log files. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained events from 03oct2024 through 20nov2024. A continuous, silenced driveline fault alarm was captured throughout the files. Additionally, two pump stop events were captured on 25oct2024. One of these pump stops occurred while the patient was operating on 14 volt batteries and the other while on the mobile power unit. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue resulting from conductor breakdown and a phase to phase short. A driveline disconnect was captured approximately 2.5 hours after the second pump stop, consistent with the reported system controller exchange. No other notable pump events or alarms were captured. The pump operated at or above the low speed limit through the remaining duration of the log files. A distal end driveline replacement was performed on (B)(6)2024. Approximately 18¿ of the external portion of the driveline was returned for evaluation. There were multiple layers of rescue tape present along the entire length of the driveline. A clamshell repair was present with all four screws in place (refer to (B)(4). The pins of the controller connector appeared unremarkable. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. There were incidental findings of the majority of the outer jacket being damaged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for vad-55607 and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, pump off, and low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.